Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the imaging system door would not open. The gantry would move laterally and after that, the door did open. The system's logs were sent to the manufacturer for analysis. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative replaced the gantry motion controller due to error 619 on door open. The replaced gantry motion controller was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. Part analysis showed that there was an electrical failure with the gantry motion controller. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system door would not open. The gantry would move laterally and after that, the door did open. The system's logs were sent to the manufacturer for analysis. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date.